Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend. Customer's blood glucose level was 524 mg/dl but his sensor glucose reading was 69 mg/dl. The sensor and blood glucose readings were not within an acceptable range. The device was not returned.